Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported by the patient's mother that the device was positioned too high and hitting the patient's collar bone and there was constant burning near the pacemaker site. It was also reported that when the physician pushed on the pacemaker, the patient received a jolt. The physician indicated that the lead may have fractured. Additional information has been requested and not yet received. The device and leads remain in use. No further patient complications have been reported as a result of this event.